Event description:
(B)(4). Essure put into place in 2012. In last year, I've experienced strong abdominal pain, and lower back pain and the pain radiates from front to back. The right ovary has more stabbing pain and I recently found out the coil is hanging out a bit from the ovary. I'd have to have ovaries removed or just gave a hysto. I also have to take lots of tylenol, use heating pad on both abs and lower back. I now have heavy periods with large clotting and bleed through super tampons every hour for 2 days. I'm extremely anemic and get tv infusions. Even though I have 48 hours of super bleeding, the cycle lasts 8 days. Then I have spotting every month 1 week after cycle commences. That lasts about 1 week too. I've missed a lot of work in last 12 months from the debilitating pain. I'm (B)(6).